Event description:
The patient was admitted with 13 ICD shocks. The shocks did not terminate the arrhythmia. The initial reporter then inquired as to whether or not a device change was required because of the current df4 header. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).